Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. A review of device logs showed multiple ECG monitoring failures, the device was extensively testing, including under temperature extremes and vibration, without duplicating a fault to the device. Internal inspection found no issues that might explain an intermittent connection. The customer's mfc was not returned for evaluation and was be issued a replacement as a precaution. The mfc device receptible was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 25-year-old female patient during transport, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.